Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient receiving dilaudid (25 mg/ml at 8.5 mg/day) via an implantable pump. The pump's indications for use were listed as non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a motor stall was seen at initial interrogation; a motor stall occurred on (B)(6) 2016 at 04:15 m and the motor stall recovered on (B)(6) 2016 at 11:00 am. Magnetic resonance imaging (MRI) had not been performed recently. The rep was to follow up with a healthcare professional (hcp) to discuss next steps. It was stated that the hcp may decide to replace pump soon as the pump¿s elective replacement indicator (eri) was in 11 months. The patient had sudden flu-like symptoms. The patient reported that her family had the flu around the time of her motor stall; she started experiencing flu-like symptoms at the time of the motor stall and she recovered when her motor stall recovery occurred. The patient wasn't sure if it was the pump or flu from her family. Additional information from the rep indicated that they needed to monitor or replace the pump. The motor stall and flu-like symptoms resolved. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that a note from the patients chart from (B)(6) 2016 indicated that a rep looked up the pump serial number and there was an early recommended replacement. The pump was going to be replaced. The rep later reported that she was called on (B)(6) 2016 because the pump was alarming again and when she checked the pump status, another stall had occurred on the morning of (B)(6) 2016. The rep reported that the pump had intermittent motor stalls and recovered as stated on this report. The patient was getting oral medication. Reportedly, the patient could hear the alarm but at times she did not hear the alarm. On 2016-sep-15, the rep reported that the pump was scheduled to be replaced on the following (B)(6). The surgeon wanted to fill the pump prior to surgery so they could move the drug to the new pump and the rep inquired if refill can be done if the pump is stalled. It was reviewed that they could still program and update a pump in a motor stall condition but could not force it out of a stall. The rep stated that based on patients symptoms, the patient thought the pump was stalled again

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code- result code no longer applies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from the company representative (rep) indicated the patient's current dose of intrathecal dilaudid was 4.25 mg/day. The pump was replaced on (B)(6) 2016 as an unexpected motor stall occurred. There was a pump failure due to motor stall(s). The pump was in the lot with known low battery issues. It was unknown what environmental/external/patient factors may have led or contributed to the issue. The event/difficulty occurred on (B)(6) 2016. The issue was resolved at the time of this report and the patient's status was "alive- no injury." The pump logs were provided and examined on 09/19/2016 (last change (B)(6) 2016) indicated a motor stall recovery occurred on (B)(6) 2016. A motor stall occurred again on (B)(6) 2016 at 17:05 reached "stopped pump period may exceed tube set" on (B)(6) 2016 at 17:05 and recovered on (B)(6) 2016 at 21:30. The pump was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.